Event description:
It was reported that the patient presented remotely via (B)(6) net. Upon review of the transmission, it was noted that the implantable cardiac monitor failed to show an electrogram (ECG) record and a diagnostic issue. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.